Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: there was visable moisture seen on display. A battery compartment crack was found above and below grip pad. Leak test failed due to battery compartment crack. The display is dim, multi-colored. Opened pump, moisture corrosion found on pcb. Dim, multi-colored display caused by moisture corrosion. No moisture found in battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.